Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c501 module the initial result was 15.83 mg/dl. The repeat result was 0.92 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
No further information was provided from the customer. The investigation did not identify a product problem. The root cause of the event could not be determined.